Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause has been unknown; however, the following are supposed to be the cause. Omsc assume that there is a possibility that it was damaged because external force was applied to bending section. It is inferred that water tightness failure occurred from the damaged part due to damage of bending section. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
The user stated that the distal end of the subject device failed a leakage test and returned it for repair to olympus service operation repair center. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the bending section of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.